Event description:
From reporter "pt returned to recovery suite following remede placement where he was noted to have a hematoma on his right chest. A nurse held manual pressure until implanting physician dr. (B)(6) made it to bedside and ordered a pressure dressing. The patient's heart rate braided down into the 20s and he became unresponsive. A code blue was called and the patient did regain consciousness but was still hypotensive and bradycardic. He was transferred to the ICU where vitals stabilized. He was discharged home on (B)(6) 2023.

Manufacturer narrative:
This 3500a form is an identical copy of failed 3500a form submission, report number: 3009144-2023-00005 originally submitted on 12/27/2023. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.